Manufacturer narrative:
This report is submitted november 14, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the device. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a bone bridge device.

Manufacturer narrative:
This report is submitted january 7, 2019. (B)(4).